Event description:
Boston scientific received information that during a procedure to revise this patient's right ventricular (rv) lead, this left ventricular (lv) lead was damaged. It was reported that the lead broke midway down the superior vena cava (svc) and the distal portion of the lead remains in the patient. At this time, the patient is still in the hospital due to her medical status and is waiting for reimplantation of a new system. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.